Manufacturer narrative:
The device was not returned to the MFR for evaluation. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the first time the surgeon had attempted to use the ats 3000 lop function following zimmer in-servicing training, bleeding was observed in the surgical field. The lop reading was reported to have been set at 116 mmhg. The ats pressure had been set at 166 mmhg. The surgeon had noted bleeding in the surgical field and increased the pressure to 200 and then was 220 mmhg before the bleeding subsided. It was reported that there had been no adverse effect to the pt and no medical or surgical intervention was reported.